Event description:
The hopsital reported that VasoView Hemopro 2 would not burn/cut the vessel. The room staff started by swapping out the cord, then changed the power supply and eventually swapped out the kit. Once the new disposable kit was used, it worked. No patient harm.

Manufacturer narrative:
(b)(4).Event site name exceeded character limitations: (b)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.